Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that nontemplate aligner arch patient reports allergic reaction to the aligners and over all uncomfortable fit. It also is reported that this affected the mouth, tongue, lips and cheeks area of the patient. After product was removed patient started feeling better approx 2 hours later. Patient was tested for allergies to product and tested no allergy. Product is being returned.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.